Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate ruptured. This occurred during filling with ceftazidime solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 17, 2013 and july 18, 2013 . Evaluation: baxter received one sample for evaluation. Visual inspection noted a ruptured bladder. During microscopic examination markings located on the exterior surface of the bladder were observed near the rupture line. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.